Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a post inferior rupture of the left device. Device was explanted. This record relates to the left side.

Manufacturer narrative:
Additional h6: f15. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a post inferior rupture of the left device. Device was explanted. This record relates to the left side.